Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirm the reported ECG (electrocardiogram) issue; the ECG connector was loose on the lem (link electronic module) printed circuit board assembly and the ECG signal was not obtained. Analysis also confirmed the reported hinge cover and handle rubber issues; the power bay cord assembly latches were broken and the handle grommet was loose. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported that the slave cable connector was loose and a clear electrocardiogram (ECG) signal was unable to be obtained. It was also reported that the hinge cover was broken and the handle rubber would not stay inserted. The programmer was returned for repair. No patient complications have been reported as a result of this event.